Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed a message of replace generator. The ipg was inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced.